Manufacturer narrative:
A ge service representative performed an on site investigation. The leg extensions were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the leg extensions on the 2800 system were stuck. No patient injury was reported.